Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while on a patient this unit alarmed transducer fault. The events log shows a transducer failure. There was no harm to the patient, the ventilator was switched out.